Manufacturer narrative:
It was confirmed by the manufacturer sales representative with the user facility that this product was not malfunctioning and was returned with product reported under MFR report # 0001811755-2014-04260, stryker ref# (B)(4) to trade-in. Sent in by customer for trade-in; no product issue.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not yet received by manufacturer for evaluation.

Event description:
It was reported during a total hip procedure when connected with the drill, a piece was observed to break off the revolution cement mixer. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Event description:
It was reported during a total hip procedure when connected with the drill, a piece was observed to break off the revolution cement mixer. The procedure was completed successfully with no patient or user injuries and no adverse consequences.